Event description:
The company representative reported on (B)(6) 2014 that reprogramming was performed on (B)(6). Was able to get coverage on one side only since the other lead has 7 of 8 contacts with high impedance. The patient was still using stimulation since it was currently helping one side. All the programming was removed from the lead with high impedance. The cause of issue was not determined. The patient would like to proceed with a lead replacement of the affected lead, date to be determined. The patient was doing well and receiving therapy on one side only.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the patient had a loss of therapy on the left side though she still had therapy on the right side. It was reported the patient was noted the patient has had intermittent stimulation. The patient was unable to recall how long it had been since symptoms began, but it had been ¿a little while.¿ the patient was unable to recall when she had a loss of stimulation on the left side. There was no known accident or incident related to the incident. It was noted the patient had been doing more physical work at her job, including lifting, bending, and twisting. It was reported impedances on all pairs 8-14 were greater than 10,000 ohms when taken in different positions. It was reported the patient was at the physician¿s office considering options. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 3550-39, lot# n289518, implanted: (B)(6) 2011, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).